Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. It was noted that the helix of the alp stretched during the procedure. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.